Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely with the customer and confirmed the issue with the flexvision pc. The issue persisted even after reloading the software. The analysis of the system log file confirmed that the malfunctioning of the flexviewing pc indicated a problem with the grabber card resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the system and may not perform as intended due to manufacturing issues, causing a loss of system functionality. Philips has initiated a medical device correctionz-1145-2024, which was implemented on this system. A philips field service engineer (fse) went onsite and confirmed that the flexvision pc does not show video. To resolve the reported issue, the fse replaced the flexviewing pc and reloaded the software and configuration. After functional checks, the system was returned to working conditions. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system will not boot up. The screen remains "black" with the philips logo. The user performed a restart of the system, but the issue persisted. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.